Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured right common and external iliac artery dissection with a "possible" relationship to the impella device used: ¿pt had planned angiogram to assess the iliac arteries. Found to have an active dissection involving the right common and external iliac arteries. Pta and stenting of the rcia and eia performed.¿

Manufacturer narrative:
The investigation into the vascular damage - great vessel issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage - peripheral vessels cannot be determined due to insufficient clinical information provided. D6a, d6b.